Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, a robot not connected message was displayed on the vision tower screen and no leds were visible on the blue optical cable port. The operating room staff had powered off the system and swapped the blue fiber cable with the console, but the same robot not connected message persisted. The staff then changed ports on the back of the vision tower, yet the message still appeared. It was also noted that the robot could power up the system from the power button but continued to not be recognized at the vision tower. There was no report of patient involvement or reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the blue fiber pigtail to resolve the issue. The system was tested and verified as ready for use.